Event description:
Patient in for elective breast implant removal secondary to ruptured implant. Implant sent to pathology breast right implant 595g 17.0x17.0x3.0cm silicone implant with the inscription mentor [redacted] m+ 600cc.